Event description:
A report was received that the patient's cervico-thoracic pain and neuralgia were getting worse and the patient was having new pain. It was unknown if the new pain was device or procedure related. The patient will undergo a revision procedure wherein the ipg will be replaced and new leads will be added.

Manufacturer narrative:
Additional information was received that the patient¿s new cervical pain was not device related. It was noted that the patient had a neck surgery that caused the pain.

Event description:
A report was received that the patient's cervico-thoracic pain and neuralgia were getting worse and the patient was having new pain. It was unknown if the new pain was device or procedure related. The patient will undergo a revision procedure wherein the ipg will be replaced and new leads will be added.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's cervico-thoracic pain and neuralgia were getting worse and the patient was having new pain. It was unknown if the new pain was device or procedure related. The patient will undergo a revision procedure wherein the ipg will be replaced and new leads will be added.